Event description:
Received report from abbott international affiliate. Abbott canada, of blood return from a thermistor port. No adverse event or reaction was reported. The catheter was removed from the pt. No further info is available.